Manufacturer narrative:
Follow up 4/29/2016: customer met with tandem representative/health professional and was able to load cartridge with saline and receive an accurate fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. It was also reported that the customer experienced a blood glucose (bg) level of 79 (mg/dl) due to over-delivering insulin. A peanut butter and jelly sandwich was consumed to address bg levels. At the time fill estimate issue was reported, customer reported a blood glucose level of 221 (mg/dl) and delivered a correction.